Manufacturer narrative:
Evaluation, results: unknown (based off limited details provided and non return of device for evaluation no root cause identified); inherent risk of procedure (stent dislodgement); no results available since no evaluation performed (device not returned). Conclusions: inherent risk of procedure (stent dislodgement); unable to confirm complaint (device not returned); unknown (based off limited details provided and non return of device for evaluation no root cause identified). (B)(4).

Event description:
It is reported that a racer stent dislodged from the delivery catheter into the right femoral artery during positioning. The patient underwent surgery to retrieve the dislodged stent and repair the right femoral artery. No additional patient sequelae were reported.